Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the svc coil and rv coil on the epicardial leads triggered alerts for low impedance within a week of implant. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.